Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery that had been performed 15 years ago, the post of one (1) gii ps insert sz 5-6 11mm broke which made his knee unstable. This adverse event was addressed by a revision surgery on (B)(6) 2025, in which the device was exchanged for a lgn ps high flex xlpe sz 5-6 13mm. They reportedly went up 2 mm in insert thickness as the knee seemed to loosen up. The current health status of the patient is "normal".

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the insert was significantly worn and discolored. One area of the posterior edge of the superior surface is deformed with significant material loss and the post is fractured off. The insertion/extraction slot on the inferior surface is fractured and the lock detail is slightly deformed in several areas. This failure mode relates to the allegations as its consistent with wear and usage seen in the device. A lab analysis performed on the device revealed that the knee insert post deformation and fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specifications the quality and manufacture of ultra-high-molecular-weight polyethylene as ram-extruded rod and compression-molded rod and plate shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.